Event description:
The customer initially reported that the therapy connector on their device was loose. Upon further evaluation of the device, it was observed that the device would not recognize a connection through the therapy connector assembly. Without a recognition through the therapy connector assembly, the device would not have the ability to deliver defibrillation therapy to a patient, if needed. There was no patient use associated with the reported device issue.

Manufacturer narrative:
Physio-control replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy connector assembly and determined that the cause of the reported failure was determined to be that the red and white wires were observed to be broken off of the connector.

Manufacturer narrative:
(B)(4). Physio-control has evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.